Event description:
Customer reports: the nasoenteral probe is obstructed and the tip is broken. A new nasoenteral probe passage was requested.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be performed since no lot number was provided from customer complaint report. A sample analysis was not possible as there was no photographs or samples provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue or relate it to a manufacturing process. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Although a definitive root cause could not be determined, as per the instructions for use (IFU) clogging may occur if excessive force is applied when attempting to remove the connector cap with a twist, the y-port has an internal winged design that serves as a lever, causing a fissure from the y-port union. Therefore, an improvement opportunity was detected in the y-port design, this design modification will include the modification of the current molds for the enfit connector and y-port body to change from a ¿winged¿ enfit connector and y-port body design to a ¿no-wing¿ design.

Event description:
Additional information was provided on 2/25/22 stating that the first probe was passed on (B)(6) 2022, and presented obstruction on (B)(6) 2022 at around 03:20pm after drug administration. When we exert strength to wash the probe in case of obstruction, the water overflows between the enfit connection and the y connector and are not able attempt to clear the obstruction, so we have to change the device. The patient was being fed polymeric, hypercaloric and hyper-proteic diet, and received 880ml/day. There was not disconnection, rather it is an issue with the y connector. The device was removed and replaced with another nasoenteral probe.